Event description:
Caller is one of many nurses testing the pt. This is a new pt, facility started seeing pt on (B)(6). Pt recently hospitalized for pneumonia on (B)(6), while hospitalized developed pulmonary embolism. Pt is new to taking coumadin. Doctors started pt on daily doses of 5mg coumadin and 40mg of lovenox. Pt has cerebral palsy, and on (B)(6) had difficulty getting fingerstick. Brought meter to the finger and obtained 6.7, then performed venous draw, used venous sample on inratio system and obtained inr of 6.0. Venous sample sent to lab, lab inr=>10. On (B)(6) 2012, inratio: 6.7 and 6.1, lab: 10.0. Time between testing mins.

Manufacturer narrative:
Investigation pending.